Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray button was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system x-ray button would get stuck. No pt injury was reported.